Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and since the device was received in a biohazard bag, it was returned to the customer as a biohazard without inspection. As a result, the device condition and complaint confirmation could not be determined. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01006. E2/e3: initial reported is a healthcare professional but the occupation is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic transurethral resection procedure, the tip of the sheath broke off and fell into the patient. The tip was retrieved using another scope. The procedure was delayed for an unspecified amount of time and was completed with the backup device. There were no reports of patient or user harm.